Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the malfunction occurred due to rough handling and impact of a of a major mechanical force like a blow or a fall. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, after just starting to use their hicura bipolar jaws device in an unknown therapeutic procedure, it was discovered that there was a nick in the side of the shaft. When initially reported it was unknown if the issue was noticed prior to or during the procedure proper, but the customer later clarified that the issue was fully characterized during a post-operative instrument inspection after the case was completed successfully. Upon inspection and testing of the returned unit on (B)(6) 2023, it was discovered that the shaft as well as the insulation of the device was damaged heavily with a long, deep scratch, resulting in metal exposure. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the shaft as well as the insulation of the device was damaged heavily with a long, deep scratch on the shaft as well as tiny dents; a visual inspection of the device also found multiple cuts along the shaft which caused metal exposure. The customer's originally reported issue was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.